Event description:
No new information.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event.

Event description:
It was reported that the introducer broke when the doctor was torquing the handle. There was no medical intervention, no adverse consequences and no clinically significant surgical delay. The procedure was completed successfully.